Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that after a patient scan, a ring artifact appeared on scanned images. Original interpretation of images was a presence of a tumor due to the pea shaped ringed artifact. However, the issue was identified prior to any mistreatment. A philips field service engineer (fse) evaluated the system and determined a compensator failure was the cause of the artifacts. Image data was reviewed by philips engineering (CT/ami r&d imaging physicist), who confirmed the vertical striping running through the brain scan was caused by a cracked wedge (or compensator). The fse replaced the a-plane collimator to resolve the reported issue. There was no report of harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.